Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed the change cartridge step of the load process, the pump screen immediately went to the fill tubing screen and did not prompt to remove the old cartridge and insert a new cartridge. The customer declined to troubleshoot. There was no reported impact to the customer's blood glucose level.